Event description:
Ous MDR - after an implant duration of about 40 months, oversensing with inappropriate shocks was reported. The implant, explant and event dates were not provided. No other adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.